Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan result in comparison to unspecified readings on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced shaking, dizziness and "blurrier vision". The customer was presented in a hospital, where a glucose reading of approximately 500 mg/dl was obtained on a healthcare professional (hcp) meter and a blood glucose reading of "300 points higher than the hcp meter results", compared to an unspecified low sensor scan result. The customer received unspecified intravenous medication and insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned sensor and the sensor printed circuit board assembly (pcba); no signs of damage were observed during the inspection. The sensor data in the initial scan from previous phase investigation was reviewed and he puck was observed to be in sensor state 8 (error termination). An smu (source meter unit) test was performed using test fixture to check the functionality of the returned puck and check the accuracy of the puck's readings and it was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification indicating no accuracy issues were present in the puck therefore, the functionality of the sensor was working as intended and this issue not confirmed. Additionally, a poise voltage test was performed and results that were within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification indicating that the puck's thermistor was fully functional. The returned sensor passed all accuracy testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of product malfunction was found during the investigation, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan result in comparison to unspecified readings on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced shaking, dizziness and "blurrier vision". The customer was presented in a hospital, where a glucose reading of approximately 500 mg/dl was obtained on a healthcare professional (hcp) meter and a blood glucose reading of "300 points higher than the hcp meter results", compared to an unspecified low sensor scan result. The customer received unspecified intravenous medication and insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.